Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing "discomfort" with their implantable pulse generator (ipg) and that they had "multiple issues" they had. The ipg remains in use. No further patient complications have been reported as a result of this event.